Event description:
Pt was implanted with ti lcp volar distal radius plate - extra-articular 4h head-left in (B)(6) 2011. Pt healed but complained of irritation. The pt was returned to the operating room on (B)(6) 2012 for removal of the hardware. The implants were not anatomically placed, they were raised off the bone. During removal of the locking screws, the heads of the locking screws snapped off from the shafts. All shafts were retrieved. All hardware was removed and pt was not revised to add'l implants. The cortex screws were intact on the plate. This report is #5 of 8 for the same event.

Manufacturer narrative:
Visual exam of the 4 broken locking screws noted all of the breaks occurred at approx the same place, i.e at the neck/transition. The eight pieces are in relatively good condition except that the top of the shafts (the neck/transition area) are marked by what appears to be the surgeon's extraction tools.